Event description:
The home health nurse called lifescan (lfs) in 2005 and alleged that her pt's meter was reading inaccurately low. The medical affairs specialist spoke to the pt 4 days later and obtained/verified the following info. In 2005, the pt obtained results of 5, 18, and 36 mg/dl. She was comparing these results to normal readings/feelings. She reported symptoms of shaking, sweaty, and blurry vision at the time of testing. The pt was taken to the hosp and her blood glucose was tested; the result was 523 mg/dl. She tested on her meter and the result was 29 mg/dl. No treatment was reported at the hosp. The pt stated that she takes 25 units of lantus each day and that she continued to take the same amount each day. The pt was using off-brand test strips and she felt that she was getting low results for aprox 3 weeks. The pt did not have any of the correct test strips available; therefore she was unable to perform a control solution test. The technique for applying the blood to the test strip was correct, however, the technique for cleaning the puncture site was not correct. A replacement meter has been sent to the pt.